Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate ii lvas, serial number (B)(6), and a direct correlation between (B)(6), and the report of bleeding resulting in death could not conclusively be established. The pump was returned assembled with the driveline intact. The sealed inflow conduit was returned attached to the pump inlet port. The apical sewing ring was present on the inlet extension. Approximately 6¿ of the sealed outflow graft was returned attached to the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief was returned over the outflow graft, and the sealed outflow graft bend relief collar was returned sutured in place. Evaluation of the sealed inflow and outflow conduits revealed loose depositions of coagulated blood, but no evidence of laminated or denatured depositions or thrombus formations. Loose depositions of coagulated blood were also observed upon disassembly of the pump body; however, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. The pump was inadvertently damaged during reassembly and could not be functionally tested. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists bleeding (perioperative or late) as an adverse event that may be associated with the use of heartmate ii lvas. This document provides information regarding the recommended anticoagulation therapy and inr range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired on (B)(6) 2019. The cause of death was bleeding. Additional information was requested but not provided.